Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation prior to a routine change out procedure it was noted the right atrial (ra) lead was not "functioning". It was noted under fluoroscopy that the atrial lead had pulled back and dislodged previously. The lead was explanted and replaced. No patient complications have been reported as a result of this event.